Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of battery degraded warning alarms. Performance testing found that the battery was charging but failed the functional test. The evaluation determined that the device failure was due to a defective internal battery. The battery was replaced to address this issue. The device was serviced, calibrated, tested and cleaned before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was received by resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of an internal battery degraded alarm. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.